Event description:
Boston scientific received information that the patient with this device presented for follow-up with evidence of pocket erosion. The device and associated leads were explanted and a new implant, on the opposite side completed with success. No other adverse patient effects were reported. Additionally, no report at this time of infection.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.